Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the scope connector had fluid ingress, the image had interference, the up/down/right angulation was out of standard, the up/down angle knob had play, the left/right angle knob had play, and the electrical safety test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had an e315 error. The issue was found during an unknown procedure. The procedure was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Event description:
The issue was found during a diagnostic colonoscopy procedure.